Manufacturer narrative:
The device was explanted (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report this report is submitted on december 29, 2021.

Manufacturer narrative:
This report is submitted on november 16, 2021.

Event description:
Per the clinic, the patient underwent skin-flap rotation surgery under general anesthesia on (B)(6) 2021 due to an extrusion of the receiver stimulator. The implanted device remains.